Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a motor error alarm during prime or bolus delivery or basal delivery or rewind sequence. The customer's blood glucose level was unknown at the time of the incident. The insulin pump was not been bumped or dropped or neither exposed to magnetic fields. The insulin pump passed the displacement test. The customer was advised to discontinue the insulin pump¿s use until the replacement arrives. The insulin pump will be returned for analysis.